Event description:
The medwatch issue received from the customer indicates the tubing between the inspiratory filter outlet and the humidifier inlet became disconnected after a code event. No other info regarding audible alarm functions, ventilator settings, unique device identification, associated monitoring devices, or pt outcome has been provided on the initial medwatch form. The pt is described as a 43 year-old male. The rptr's medwatch notes the event date is 16-oct-1997, and a report date of 23-nov-1998. Mallinckrodt's aware date is 18-aug-1999. The user facility subsequently identified the ventilator. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.